Manufacturer narrative:
No pre-existing anomaly was detected by the check of the sterilization charts of the lot numbers involved. No other complaint due to infection was recorded on the ster. Numbers involved. A final report will be submitted after the conclusion of the investigation.

Event description:
Patient had prosthesis infection that required revision of the implant. The following components were explanted: lock bipol.self-cent.head ø51 code 552709510, lot 2106980 ster. (B)(4), fem. Modular head - l ø28mm code 501009283, lot 2303790 ster. (B)(4), h-max c standard fem. Stem #10 code 426007100, lot 2226621ster. (B)(4). During the revision a spacer was implanted. The revision surgery took place on (B)(6) 2023, the previous surgery was performed on (B)(6) 2023. Patient is male, 69 years old. Event occurred in slovenia.